Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the outer insulation had been cuted, likely at explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement or high pacing thresholds.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was found to have dislodged. A revision procedure was performed wherein the lv lead was extracted. Patient's anatomy prevented the implant of a new lv lead. No additional adverse patient effects were reported.